Manufacturer narrative:
The returned device was evaluated and the device was received deployed. Investigation found the exposed portion of the soft cannula to be stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The timing and cause of the stretched soft cannula could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation.

Event description:
A patient reports while wearing a pod their blood glucose level had rose to 22 mmol/l (396 mg/dl).